Event description:
It was reported that the patient was unable to adjust stimulation with the patient programmer (pp). The patient¿s implant was not working and he was getting the ¿call your doctor¿ icon and a power on reset (por) condition which he started seeing about a year ago. It was verified the patient had an informational por. Clearing the por was reviewed which resolved the reported issue. The device was powered off. Basic functionality was reviewed. The patient then wanted to increase stimulation but was getting a turn stimulation on icon on the screen. The patient was walked through how to turn stimulation back on with the pp. The setting on the screen was 2.10 volts and it was reviewed to decrease stimulation down to 0.0 volts before turning it back on. The patient was then able to turn stimulation back on and adjust up to 2.30 volts and was at a comfortable setting. This action resolved the patient¿s issue of turning the stimulation back on and adjusting up.

Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).